Event description:
Information was received indicating that a smiths medical cadd administration set leaked immediately on use at the injection site port at the end of the tubing luer lock. The reporter stated that the customer was not sure about the lot number of the cadd administration set. Subsequently, the infusion set was changed. No adverse effects were reported.

Manufacturer narrative:
One cadd administration set was returned for analysis. The sample received was visually inspected and no damage was found. Functional testing included leak testing. During leak testing, a leak was observed fleeing from the injection site port. The customer stated issue was able to be duplicated and was confirmed. The probable root cause of the reported event were identified as: 1. The injection site was received damaged from the supplier. 2. The injection site became damage after the product left shm facilities.